Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: (B)(4) defibrillator 2006 (B)(6); 5076-52 non-defib lead 2006 (B)(6). (B)(4).

Event description:
It was reported that lead insulation damage was noticed during generator change. Approximately one inch area of insulation was eroded just distal to trifurcation of lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.